Manufacturer narrative:
(B)(4)

Event description:
It was reported that an end of service (eos) message was missed. The pump had been ¿dead¿ for over a month and the patient didn¿t come in until the month of this report to have the pump replaced. At the time of this report, a pump replacement was being done. During the pump replacement, the catheter was not able to be aspirated and they also didn¿t have drug. There was saline in the new pump reservoir, water in the pump tubing, and drug in the catheter. The healthcare provider (hcp) wanted to deliver 0.219ml, which was the catheter volume, over 24 hours. As of (B)(6) 2015, the patient was receiving effective therapy. Patient symptoms and drug information were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the device system was used to deliver morphine sulfate.

Manufacturer narrative:
(B)(4).